Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed as no log files were submitted for evaluation. According to the account, the low flow alarms were due to hypertension and hypovolemia and resolved with treatment. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the gastrointestinal (gi) bleeding, hypertension, and hypovolemia could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of this IFU, ¿introduction¿, lists potential adverse events, including bleeding and hypertension, that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿blood pressure measurement¿), states that adequate therapy for post-implantation hypertension should consistently maintain the mean arterial blood pressure below 90 mmhg. Section 6 of the IFU, under "ongoing patient assessment and care", lists hypovolemia as a potential late postimplant complication. Section 6 of the IFU, under "anticoagulation", also outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause for the low flow alarms was hypertension and hypovolemia. The patient did not experience any symptoms during the alarms, and they ultimately resolved following treatment of the hypertension as well as the transfusion and correction of the patient¿s volume status.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 for gastrointestinal (gi) bleeding with anemia and low flow alarms noted. Hemoglobin was 7.1 at the time of admission. There were known arteriovenous malformations (avms) during the implant admission. No diagnostic testing was performed during this admission. The patient was transfused with 2 units of packed red blood cells. The patient was taken off aspirin (acetylsalicylic acid) and started octreotide. The international normalized ratio (inr) goal was lowered to 1.8-2.2. The bleeding resolved and the patient was discharged on (B)(6) 2023.